Manufacturer narrative:
The ventilator was evaluated by our field service engineer, and the reported issue could not be replicated. Multiple peep settings were tested, each corresponding accurately with the displayed values. The ventilator successfully passed all functional and safety tests and was cleared for clinical use. A review of the ventilator logs showed alarms for peep high, airway pressure continuously high, and expiratory minute volume low. These alarms indicate excessive expiratory resistance, which can prevent the patient from fully exhaling before the next breath is initiated, resulting in a higher-than-set peep value. There are no technical error codes to indicate that there was a ventilator malfunction at the time of the event. The elevated expiratory resistance may have been caused by non-optimal user settings for the specific patient or by obstructions in the patient circuit, such as blocked accessories. However, details regarding the type of patient breathing circuit or filter in use at the time of the event were not provided. There is no evidence of a ventilator malfunction. The device functioned as expected, generating appropriate alarms in response to the high expiratory resistance. The exact cause of the resistance remains undetermined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high peep. There was no patient harm. Manufacturer's ref #: (B)(4).